Event description:
Paramedics arrived at a nursing home and CPR in progress by facility staff with an approximate 7 minute down time. The event was considered a full code. Pt was defibrillated twice with an AED and CPR continued. The pt was loaded into the ambulance for transport. An attempt to attach the thumper failed because of equipment failure. (The arm lock could not be loosened to adjust the arm height.) Manual CPR was continued during transportation. (B) (4) protocols were initiated. Pulse return but pt was still in respiratory arrest. Pt had stable pulse upon arrival at the hospital. It is not known if the pt survived.

Manufacturer narrative:
This incident involved an attempt to use the device but being unable to because the arm lock was stuck. Therefore, the device could not be adjusted properly for the pt. The supervisor of the emergency service stated "the failure was more an adjustment problem - someone had cranked down on the knobs and the medics could not adjust the arm." After eval of the device, it was determined that the root cause of the problem was operator overtightened the arm lock. Eval summary - thumper model 1007 - t1211. The unit was received on june 5, 2009 and evaluated. The complaint was confirmed, the arm lock was seized on the column which prevented the arm from being adjusted to the proper height for the pt. The arm lock was removed and the root cause of the problem investigated. After the lock was freed from the column, it was evaluated and found to be undamaged and in perfect working order. It was determined that the arm lock had been significantly over tightened, in fact, to the point of putting a dent in the column.